Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received insulin no delivery alarm. The customer's blood glucose level was 300mg/dl at the time of incident. Customer also stated that the cannula was bent troubleshooting was performed. The device will be returned for analysis.